Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. After left pulmonary vein isolation (lpvi), blood pressure dropped to around 50-70. When pericardial effusion was checked by echocardiography, before post map creation, cardiac tamponade was diagnosed. Pericardiocentesis was performed to drain the fluid. The patient was then transferred to another hospital for further treatment. The physician's opinion on the cause of the adverse event is the procedure. When checking descending point of left pulmonary vein (lpv) between pulmonary vein (pv) and left atrial appendage (laa), the catheter might have fallen into and contacted the laa. The contact force (cf) of that time was displayed as hi. It was reported to have felt like it got stuck strongly. There was no evidence of steam pop. No error messages were observed on the biosense webster equipment during the procedure. There were no abnormalities observed prior to, or during use of the product. The patient fully recovered after being transferred to another hospital. It was reported that the patient did not require extended hospitalization. Transseptal puncture was performed with a radiofrequency (rf) needle via right inguinal and jugular access. Ablation was performed prior to noting the pericardial effusion. The force issue is non-MDR reportable.

Manufacturer narrative:
The device investigation was completed on 06-mar-2025. It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. After left pulmonary vein isolation (lpvi), blood pressure dropped to around 50-70. When pericardial effusion was checked by echocardiography, before post map creation, cardiac tamponade was diagnosed. Pericardiocentesis was performed to drain the fluid. The patient was then transferred to another hospital for further treatment. The physician's opinion on the cause of the adverse event is the procedure. When checking descending point of left pulmonary vein (lpv) between pulmonary vein (pv) and left atrial appendage (laa), the catheter might have fallen into and contacted the laa. The contact force (cf) of that time was displayed as hi. It was reported to have felt like it got stuck strongly. There was no evidence of steam pop. No error messages were observed on the biosense webster equipment during the procedure. There were no abnormalities observed prior to, or during use of the product. The patient fully recovered after being transferred to another hospital. It was reported that the patient did not require extended hospitalization. Transseptal puncture was performed with a radiofrequency (rf) needle via right inguinal and jugular access. Ablation was performed prior to noting the pericardial effusion. The force issue is non-MDR reportable. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent. The device features were reviewed, and no force, magnetic, deflection or irrigation issues were observed; however, no temperature and no impedance issues were displayed due to two open circuits in the tip area. A manufacturing record evaluation was performed for the finished device 31464909l number, and no internal actions related to the reported complaint condition were identified. The temperature and impedance issues are unrelated to the reported event; therefore, the force and adverse event issues reported could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the adverse event remains unknown. The potential cause of the bent tip could be related to the procedure; however, this could not be established conclusively. The potential cause of the open circuits causing the temperature and impedance failures could not be conclusively determined. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).